Event description:
It was reported, during the endoscopic ultrasound (eus) procedure using the ultrasonic gastrovideoscope, the doctor tore the esophagus of the patient. There was no delay in the procedure however the procedure was not completed successfully. The patient was sent for a computed tomography (CT) scan and swallow study to see how intensive the tear was as a result of the issue, and after the scan no other follow up was needed. There was no treatment provided for the esophageal tear. The doctor indicated there was an issue with the angulation of the scope however during inspection afterwards, there did not seem to be anything wrong. The user was not able to work the angulation and it seemed locked. The doctor stated the that the wires broke but the wires were not broken. The device was inspected before use and appeared to be normal.